Event description:
It was reported that during negative pressure check at preparation for a ptca treatment procedure, the nc ranger catheter was found to leak as demonstrated by drawing of air into syringe during negative pressure check. The nc ranger catheter was replaced with another catheter before the procedure. The device had no contact with the patient. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.